Event description:
Patient initially presented with infection. Patient had skin necrosis, doctor treated first with debridement, then surgery. During surgery, doctor found 2 fistulas and a fractured ring with perforation of the bowel. Surgeon felt the mesh did not appear to be fixated well.

Manufacturer narrative:
Currently, it is unknown whether or not the device caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.